Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. Field service engineer (fse) stated that the: unit reported for ¿est failure - o2 delivery¿ could not duplicate the reported problem. Unit has passed an est test and return for service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported extended self-test (est) failure ¿ o2 flow delivery. No patient involvement.